Event description:
The dealer says that the seating system detached from the tilt mechanism on this chair and as a result the client fell and hit his head.

Manufacturer narrative:
Unit was received at pinc on friday 2/20/15. Upon unboxing, it was noted that the seating was not attached to the tilt assembly. The seating system was strapped to the base unit inverted with the seat pan laying atop the tilt assembly. Visual inspection of the tilt assembly shows deformation in the upper plate where the rearward mounting bolts for the seat mounting would be installed. This deformation appears to be the result of the reward bolts being pulled out. Inspection of the seating assembly shows the 2 mounting bolts for the rearward section of the seat frame to still be in place, but the 4 mounting bolts for the forward part of the seating where not present when unit arrived. Tilt had been replaced in (B)(6) 2014. Cabling for the seating was pulled out at the connections leaving exposed wires. The DHR for this chair was checked and it met all specifications before distribution. This includes a full function check and test drive.